Event description:
Patient representative reported "severe increasing pain", "swelling in the underarm area, deformation, and hardening", "capsular contracture" baker grade unknown, and "depressive episodes, reduced self-esteem, anxiety, and sleep disorders due to the ongoing cancer risk and past events". This record is for the right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: device photograph(s) for the device related to the reported event of lymphadenopathy, depression, changes in sleep, capsular contracture and anxiety-product/procedure was reviewed on february 20, 2025. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: lymphadenopathy: unable to observe as it is not related to the manufacturing process. Depression: unable to observe as it is not related to the manufacturing process. Changes in sleep: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, lymphadenopathy.

Event description:
Patient representative reported "severe increasing pain", "swelling in the underarm area, deformation, and hardening", "capsular contracture" baker grade unknown, and "depressive episodes, reduced self-esteem, anxiety, and sleep disorders due to the ongoing cancer risk and past events". This record is for the right side. Device has been explanted and replaced with another manufacturer's device.

Event description:
Patient representative reported "severe increasing pain", "swelling in the underarm area, deformation, and hardening", "capsular contracture", and "depressive episodes, reduced self-esteem, anxiety, and sleep disorders due to the ongoing cancer risk and past events". Additionally reported was "pain, lymph node inflammation, deformation, pressure sensitivity, implant moved, increased inflammation. According to surgery report inconspicuous capsule and inconspicuous implant." This record is for the right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, b.5, b.6, b.7, g.2.